Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the stapler was loaded with a white reload then fired on the vessel. After firing, the stapler was opened. The reload was not fired, there was no cutting and the reload fell out of the stapler. The reload fell in the stomach but could be retrieved from the stomach. They used another device to finish the procedure. There were no adverse consequences for the patient.